Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 40mg/dl and their insulin pump alarmed for power error detected. Customer states internal power source in the pump is unable to charge and notification light not immediately stop flashing. Customer declined to replace the pump as she thought it was working fine now. Customer advised to monitor the pump and call back if issue recurs. Insulin pump will not be return for analysis.